Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Reportedly, the dragonfly imaging catheter was used during the procedure; however, the shaft broke during insertion. Therefore, the catheter was removed and another dragonfly imaging catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.